Event description:
Md attempted to electively remove left lower extremity PICC without success. Ultrasound revealing "clot" throughout saphenous vein (per md). The line was initially pulled out an additional 4-5cm without difficulty and then resistence was encountered. Warm soak applied for one hour. On the second attempt, the line was removed with some resistance. The entire length of the catheter measured approximately 31cm (original length 30cm) upon removal. Unable to discern markings on last 10cm of catheter. "Cord" palpated in mid thigh area. Md informed. X-ray ordered and revealed approximately 4-5 cm of catheter intact in leg vessel.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. The device was blocked during sheath splitting, before clip delivery. During advancement of the delivery tube, the clip deployed outside the pt. Manual compression was used to achieve hemostasis. There were no adverse pt effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4) the device was rec'd. Investigation is not complete.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.